Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went on-site to evaluate the device. The fsr found the ventilator had multiple errors. The gas delivery engine (gde) was replaced and the exh valve was calibrated. The device was tested and the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire an avea ventilator went into an inoperative condition with efs errors. The customer confirmed that there was no patient involvement associated with the reported issue.